Event description:
It was reported that the implantable cardioverter defibrillator (ICD) withheld therapy and classified some episodes of ventricular tachycardia (vt) as supra ventricular tachycardia (svt) due to onset discriminator. The patient went to the ER and the rhythm spontaneously terminated. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: 4592-53 lead, implanted: (B)(6) 2004; 419688 lead, implanted: (B)(6) 2009. (B)(4).